Event description:
It was reported to the consultant: pt implanted with a distal tibia plate on an unk date was discovered to have a broken plate via x-rays on an unk date. Surgeon noted the pt is healed and the hardware will not be removed.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.